Manufacturer narrative:
Investigation: (B)(4) lot 1111989: from the document review of the lot involved ((B)(4)) no particular anomalies were found related to the problem occurred. From a functional inspection, the main reason of the problem seemed to be wear after repeated use of the instrument. (B)(4) lot 096219: from the document review of the lot involved ((B)(4)) no particular anomalies were found related to the problem occurred. From a functional inspection, the main reason of the problem seemed to be wear after repeated use of the instrument. On the basis of medacta's risk analysis, the failure mode is unlikely to cause patient harm since, in case of malfunctioning of the broach handle, a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully.

Event description:
(B)(4).